Manufacturer narrative:
The dataset of 36 scfa runs was reviewed and no system related anomalies were observed. For alleged run number 291 and 297, the review was done in detail with no specific observation. The detected sars-cov-2 target shows a weak pcr growth on late cycles; limit of detection (lod). Further investigation is on going, a supplemental report will be submitted on completion of investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a false positive result for 2 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. 2 mdrs will be filed per FDA guidance. Sample 1 tested positive for sars-cov-2 upon initial testing on liat. The same sample was repeat tested on 2 different platforms and yielded a negative result both times. Similarly, sample 2 tested sars-cov-2 positive upon initial testing on liat and was retested on another platform yielding a negative result as well. An investigation was performed on the reagent lot and no anomalies were observed. Further evaluation has been initiated and is ongoing.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of (B)(4) with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4). (B)(4).